Event description:
Philips received a report from a customer site that the operator was performing a whole body scan on a patient. The gantry was moving linearly at a constant speed when, unexpectedly, the gantry motion increased in speed. The operator had pressed an e-stop to half gantry motion and removed the patient from the table. After the patient was removed, the operator performed a preprogrammed motion for the patient load position. The gantry had lost its position and ran into the head end pedestal, which caused a collision to occur. The operator powered down the system and called philips service for support. There was no injury to patient or operator. There was no rescan that occurred due to this event.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. Internal cross reference: (B)(4).